Event description:
The facility reported a pump with a depleted battery. This problem was discovered during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.

Manufacturer narrative:
Evaluation summary: inspection of the device confirmed the reported problem of depleted batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.